Event description:
It was reported that the ilet charging pad intermittently stopped charging the pump, with charging initiating and then ceasing at random despite the device being face up, case removed, and the cable plugged directly into a wall outlet; a replacement charger was dispatched overnight due to a low battery and unreliable charging. Customer care provided support that included troubleshooting, and provision of replacement accessories. Investigation of this case revealed a suspected accessory malfunction of the external charging pad, with inconsistent power transfer. No adverse clinical effects reported. Outcomes included no interruption to therapy requiring medical attention, and continued device use with replacement supplies provided. It was concluded that the event was related to a malfunction of the charger accessory, with no clinical harm and no product correction required beyond replacement.